Event description:
It was reported that the patient contacted support after receiving an occlusion alert and indicated that they were in the process of replacing their supplies and required assistance with the steps. The patient was guided through the full process to replace supplies and complete the fill cannula procedure, after which insulin delivery was resumed. The patient was using an inset infusion set with a 6 mm cannula and 23-inch tubing. The associated lot number was reported. At the time of the interaction, the patient¿s blood glucose level was approximately 170 mg/dl and was not affected. During a follow-up contact, the patient confirmed that no additional occlusion alerts had occurred after the earlier supply change and that blood glucose levels remained within range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.